Event description:
During evaluation of a returned homechoice machine, three increased intra-peritoneal volume (iipv) events were identified. The date of this therapy is unknown due to a corrupt event history log. During night drain cycle 7, the patient's ultrafiltration reading was 80069ml, indicating the home patient (hp) drained 80069ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be an unexpected high ultra-filtration (uf). If any relevant, additional information is received, a follow-up will be sent.